Manufacturer narrative:
Device is not expected to be returned for manufacturer review/investigation. Patient code (B)(4) is utilized to capture the revision surgery due to postoperative broken nail. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Concomitant medical products: 5.0mm ti locking screw 46mm-for im nails (part # 458.946, lot # unknown, qty 1). Title of health professional is unknown. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was implanted with trochanteric fixation nail-advanced (tfna) on (B)(6) 2016 to treat the intertrochanteric fracture. The tfna nail broke postoperatively on an unknown date at the junction where blade is inserted. Surgeon sent patient to another facility for revision surgery. The patient underwent a revision procedure on (B)(6) 2017 due to a broken tfna. Removed hardware included: one broken tfna, one intact helical blade and one 5.0mm intact ti locking screw. The patient was revised to a proximal femur locking plate and screws. Reportedly there was no surgical delay. The procedure was completed successfully with the patient in stable condition. Concomitant device reported: helical blade (part # 04.038.300, lot # unknown, quantity 1), 5.0mm ti locking screw 46mm-for im nails (part # 458.946, lot # unknown, qty 1). This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.